Manufacturer narrative:
Testing and investigation found channel 2 of the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due to the piezo alarm assembly. The piezo's from all 3 channels were sent to the supplier. Further testing by the supplier found all 3 piezo transistor gain values (beta) of the transistor, internal to the piezos, were not sufficient to drive the piezo buzzer resulting in no audible alarm tones. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, channel 2 of the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.